Manufacturer narrative:
Quality control (qc) prior to the event was within laboratory established ranges. Review of qc data shows some imprecision on the day of the event, with a recovery at the upper end of the range, but not the magnitude of error demonstrated by the patient samples. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found evidence of a past leak from the electrolyte injection cup (eic) assembly, with residue around the rear valve. The fse replaced the eic and valves. The fse also disassembled the flowcell and cleaned it. Instrument performance was verified. The failure mode is currently unknown.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na) results for thirty six (36) patient samples. The results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on another instrument in the laboratory and those results were reported. The customer only questioned and provided data for na. It is unknown if the other ionized selective electrode (ise) analytes were affected. The results provided by the customer are shown in the attachment section of this report. There was no impact to patient treatment as a result of this event.